Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced feeling overwhelmed and was unable to self-treat. Customer reported having contact with a healthcare professional who provided an unspecified intravenous serum as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.section h10 - updated to include sensor as investigated product.

Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced feeling overwhelmed and was unable to self-treat. Customer reported having contact with a healthcare professional who provided an unspecified intravenous serum as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.